Event description:
Report received of an overdelivery. Between 4:50pm and 4:55pm the device was programmed in the pca continuous mode to deliver dilaudid 0.1mg/ml instead of the intended concentration of 1mg/ml, with a 1mg loading dose, a 0.3mg/hr continuous rate, a 0.1mg pca dose, a 10 minute pt lockout, and no 4 hour limit was selected. The customer reported that at an unspecified time, a 1mg loading dose of dilaudid was administered to the pt by the nurse. After the administration of the loading dose, the pt experienced a respiratory arrest, was intubated and manually ventilated. The pt was treated with an unspecified amount of narcan and was able to be extubated within 5 minutes. The pt was reported to have recovered. There were no reported adverse pt sequelae. Though requested, the customer declined to provide additional info.